Event description:
Letter received from an attorney with a failure assessment report attached. In summary, it states the end-user was recovering from injuries sustained in a car collision. The patient was using the walker while getting out of bed when the rear right walker leg reportedly collapsed. An oversized walker attachment hole is identified as the cause. Hip fracture is alleged.